Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During the preparation of a 5f mynxgrip vascular closure device (vcd), the tech noted that the indicator on the mynx device would not pop out and showed white-black-white. The tech then refilled the mynx included syringe with pure saline the second time in an effort to get a full balloon and get the white-black-white on the indicator; however, the balloon ruptured this time. A second device (unknown) was prepped to continue the procedure. There was no reported patient injury. The device in this case was not used in the patient. The failure that generated this complaint occurred during device prep on the back table. The operator is trained to use the device. The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated g4,g7,h1,h2,h3,h6 during the preparation of a 5f mynxgrip vascular closure device (vcd), the tech noted that the indicator on the mynx device would not pop out and showed white-black-white. The tech then refilled the mynx included syringe with pure saline the second time in an effort to get a full balloon and get the white-black-white on the indicator; however, the balloon ruptured this time. A second device (unknown) was prepped to continue the procedure. There was no reported patient injury. The device in this case was not used in the patient. The failure that generated this complaint occurred during device prep on the back table. The operator is trained to use the device. The device was opened in a sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant was partially exposed. The advancer tube remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. It was noted that there was viscous diluted contrast residue on the surface of the black handle as received. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. The inflation indicator functionality could not be verified as the balloon of the returned device lost pressure. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 1.5 mm from the balloon¿s proximal neck was revealed. There was evidence of viscous diluted contrast residue observed on the black handle, which may have contributed to the reported incident. A product history record (phr) review of lot f2105601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inflation indicator issue¿ could not be confirmed due to the condition in which the device was returned for analysis. The reported ¿ balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as viscous diluted contrast being used during the procedure, may have contributed to the reported events. It should be noted that viscous diluted contrast might cause the difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. It should be noted that if pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, potentially contributing to a taper-to-taper tear in the balloon or a similar tear that was found in the balloon of the returned device. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time